Event description:
The manufacturer representative reports the patient had been admitted to the hospital twice in a one week period in a non-responsive state. The patient had been suffering from severe spasms in her lower extremities. She was seen in the ER and started on valium (dose unk). This calmed her spasms, but the patient became non-responsive. The patient was followed in the hospital and was discharged with a prescription for valium. The patient continued to take the valium in addition to ambien when at home unsupervised. The patient was re-admitted in a non-responsive state. The hcp suspects the non-responsive state was due to the concomitant use of ambien and valium along with intrathecal baclofen. The drug used in the pump is baclofen 4000 mcg/ml at a dose of 800 mcg/day. The patient recovered without sequela. The device remains implanted, but once the patient is stable replacement surgery will be scheduled. Additional information has been requested from the hcp, but was not available on the date of this report.